Event description:
The customer received a low out of range control result of 115mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Troubleshooting was performed during the call and no product was replaced at the time.